Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling the cartridge with insulin due to receiving the wrong size needle. Reportedly, the needles bent. The customer's blood glucose level was between 239-300 mg/dl. The customer obtained the correct needle size from their healthcare provider, successfully filled a cartridge, resumed insulin delivery, and administered a correction bolus via the pump.